Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a lesion in the lcx with 70% stenosis. The degree of tortuosity and calcification are unknown. The lesion was pre-dilated. Ten percent stenosis remained after the dilatation. The device was inspected prior to use with no issues noted. It is reported that device could not pass the lesion. Resistance was not encountered at the lesion. The physician used a new device, of unknown make and size, to complete the surgery. The patient is reported to be good now. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the stent was positioned between the marker bands as per specifications. The 2nd and 3rd proximal stent segments were damaged. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).